Event description:
The pt reported that after going through a security gate at the airport, she turned her device back on and the stimulation was high and very painful. Approximately two days later, she started to experience uncontrollable shaking in her shoulders and hands. She noted that this occurs when the device is on or off and that when the stimulation is on she still receives good therapy. The pt underwent an eeg, a spinal tap, and a CT scan to rule out other factors. Further information is being requested from the hcp.

Manufacturer narrative:
To date the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.